Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in target range during these events. The customer would troubleshoot on their own and find that the occlusion would reside in the infusion set tubing. The customer would then change their infusion set tubing and resume insulin delivery. Troubleshooting was performed using the current supplies and the occlusion was found within the tubing. Tandem technical support (cts) advised the customer to change their infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the customer that apidra is contraindicated for use with the pump.